Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, there was a gap or empty space between the top of the cartridge and the top of the insulin level in the cartridge. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.